Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was broken, showing gas loss in iabp circuit, the screen was very stiff to open. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (medical device code), h11. Corrected fields: e1 (initial reporter name), d8.